Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she had high blood glucose and was hospitalized. Call dropped before info was gathered from customer. No further info was provided.